Manufacturer narrative:
A service visit was performed and a sample was received at manufacturing plant. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A health professional reported that the system shut down before cataract surgeries. No patients were affected. The procedures were delayed. Additional information has been requested but not received to date.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The host was replaced as a preventive measure. The system was tested and found to meet product specifications. The system met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established.